Manufacturer narrative:
Concomitant medical devices: 5076-45 lead implanted: (B)(6) 2008.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, loss of capture and undersensing. The patient's heart rate was in the 30s. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.